Event description:
Coiling treatment of an aneurysm. It was reported during coil delivery, the physician could not pushed the last 2-3cm of the coil into the aneurysm. After several attempts w/o success, the physician decided to pull out the coil and re-advance it. While withdraw the coil, the stretch resistance element of the coil broke. Consequently, the coil was implanted with most of its inside the aneurysm. The pt was placed on aspirin no other complications were reported as a result of the event.

Manufacturer narrative:
The coil was implanted in the pt and the pushwire has not been returned for eval. (B)(4).